Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the screw had been fractured. The most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion.

Event description:
On 08/23/2021, it was reported by a sales representative via e-mail that an ar-5028p-10 peek would not seat. The surgeon then removed the screw and when attempting to re-insert the same screw, the device cracked but did not separate from the device. This was discovered during use in a procedure on (B)(6) 2021. The case was completed with a new ar-5028p-10.